Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined there was the possibility this phenomenon was attributed to following causes without the subject device failure. -the power cord was not firmly connected -the power cord was about to break if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was sometimes turned off but sometimes may be turned on automatically. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and checked and found followings; [actual device investigation result] the subject device was tuned on and had been run the continuous operation test for a long time, but the reported phenomenon could not duplicate. [Conclusion after the subject device investigation] as a result of the reported phenomenon duplicating test, it could not duplicate the reported phenomenon. The subject device has been delivered for about four and a half years, but if the subject device is used frequently or for a long time, the power converter might have deteriorated. Omsc presumed that the reported phenomenon might have occurred by the power of the subject device to turn off temporarily. Or, it was presumed that it was not a malfunction of the subject device, but a problem with the connection of the power cord or a malfunction of the power environment of the facility. If additional information becomes available, this report will be supplemented.